Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
There were no samples returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified and a device history record review for the lot was conducted. The device history record review does not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. The root cause for the leaky trocar issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaky trocar valves during a vitreoretinal procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested, however, the reporter informed that there is no product sample available.